Event description:
It was reported that the groove where the drivers goes in the healing abutment was deformed, the tip of the driver does not adjust. Procedure was completed using a another healing abutment and same driver.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient weight: weight unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem d4: expiration date g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' *h4: device manufacture date h6: evaluation codes h10: additional narrative one healing abutment and one unknown biomet driver were reported but only the abutment was returned for investigation (see images attached to complaint). Visual evaluation of the as returned product identified damaged abutment drive feature (top).functional testing could not be performed due to the nature of the devices and events. No pre-existing conditions were reported. The reported device had been place on tooth #24 (universal) for an unknown period of time. X-ray & picture evaluation: x-ray or picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Instructions for use for biomet 3i kits and instruments (p-zbdinstrp), rev e 2022/04/01. Per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review for the lot (1236789) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. DHR could not be reviewed for the unknown driver since the lot number was unknown. Complaint history review: complaint history review was performed for the reported lot number (1236789) for similar events (complaint category keywords: does not seat & damaged drive feature) and no other complaint was identified. A complaint history review by item number was conducted for the tha53 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/ CAPA/hhe/d /ie/product holds for the reported product for similar events (complaint category keyword: does not seat & damaged drive feature). Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did occur for the abutment and the reported event (damaged drive feature) was confirmed.